Event description:
During an in-clinic follow-up, an episode of inappropriate anti-tachycardia pacing (atp) in response to supraventricular tachycardia (svt) were observed on the device. The device was reprogrammed to resolved the event. The patient was stable and will continue to be monitored.